Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell and black particles material was found on the shell/gel. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one sharp edge broken in the shell with stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the shell with stress marks in the side posterior assessed as surgical impact opening.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced with a non-allergan device.